Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a fluid leak during treatment. The fluid leaked out of the cassette door as she was in the process of disconnecting from the cycler. The patient received a couple different alarms and was going to re-setup with new supplies. She did not examine the tubing set for damages and the exact origin of the leak was unknown. The patient did not have any health complications. The patient's effluent was clear, and she did not take antibiotics. The sample was discarded.